Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, elevated battery impedance was observed on the device. Technical support was contacted and determined that there was a diagnostic anomaly causing the battery's lifespan to be overestimated. Technical support recommended a firmware download. There were no adverse consequences for the patient.